Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of two devices. The visual inspection of the returned products noted the trocar balloons; lock collars and obturators appeared intact. The inflation syringes were received. Post market vigilance performed functional testing, the balloons were inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during procedure, the balloon did not inflate and the second product used also have the same issue. No patient involvement.